Event description:
The nurse reported that in 2005, the doctor removed screws, a plate and medpor sheet implant from the pt due to an infected orbital floor. The nurse stated that in 2006, the doctor performed an evisceration and placed a 18mm medpor sphere implant in the scleral pouch. In2006, the pt also had a corneal ulcer that was infected. The infection was treated with antibiotics. The nurse stated that approx 2 months later, the medpor implant became exposed and the doctor covered it with tutoplast pericardium tissue. The pt developed an infection under the orbital floor and the medpor sphere implant was removed from the scleral pouch.

Manufacturer narrative:
The nurse did not provide any info on the medpor sheet implant that was removed in 2005. The device history records for this lot that was reported to us was checked from processing to finished goods product and is within specification. All sterility testing was performed as required and all tests passed. There is no evidence to support device failure.